Event description:
During the procedure, air was aspirated from the side port of the sheath. The sheath was subsequently replaced, and the procedure was completed with no adverse patient consequences.